Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination found that the returned tibial articular surface provisional (tasp) exhibits signs of repeated use the rails on the distal side are heavily damaged. All pieces were returned for evaluation. Device history records were reviewed and no discrepancies were found. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device. Per the packaging insert associated with the device, "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." Investigation results concluded that the reported event was due to general usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tibial articular surface provisional fractured.